Event description:
The following information is from an article published in pics 2006 poster abstracts titled "transcatheter closure of secundum atrial septal defect using the amplatzer septal occluder under transthoracic echocardiography guidance": severe procedure related complications consisted of air embolism/device embolism in one case. No additional information is available, including any patient information or additional details regarding the procedure.

Manufacturer narrative:
- Attachment: [a 838.pdf] other text : not returned to manufacturer